Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; the down arrow button allegedly required several presses to evoke a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 06/05/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling was observed. The ok keypad button symbol was found to be worn. During testing, all of the keypad buttons were found to be intermittently unresponsive. There was evidence of contamination found under all key contacts. Moisture contamination found on the underside of the battery cap and ground spring indicating a battery compartment leak.